Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found.

Event description:
It was reported that during the implant attempt, the physician was not able to move the right ventricular (rv) lead past the tricuspid valve. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.